Event description:
During follow-up, the physician noted damage to the lead. The physician will continue to monitor the patient until a revision procedure is scheduled. The patient was in stable condition.